Event description:
It was reported that "pt received 2nd degree burn at pad site on chest."

Manufacturer narrative:
We are attempting to gather additional info and photos regarding this incident. We are also awaiting the arrival of the original device. When our quality engineer has finished their investigation, we will file a supplemental report.